Event description:
CT scan indicated a possible migration of the proximal cradles and distal spine. Surgeon reported the pt with veptr implant was revised at distal end an extended at proximal end.

Manufacturer narrative:
Cannot be determined without a part number. Synthes is unable to determine the mfg date without a lot number, no investigation could be performed, no conclusion drawn, as no device was returned.